Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 35 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences

Event description:
---

Event description:
Boston scientific received information that during a normal follow up, this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) presented with pacing impedance measurements above 2,000 ohms and loss of capture. The daily measurements were reviewed and there were changes in the measurements indicating a change in the performance of the lv lead. A revision was performed and this lv lead was explanted and successfully replaced. An insulation issue and fracture were suspected. No additional adverse patient effects were reported. The lv lead will be returned for laboratory analysis. The crt-d remains implanted and in service.

Manufacturer narrative:
This report will be updated upon return and completion of analysis.